Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened buttons dome switch. No unlocked lcd keypad connector noted. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm or any alarm due to unresponsive button. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that the customer had low battery alerts. Customer stated they put new batteries and receives no battery. Customer's blood glucose was unknown. Customer was unable to complete troubleshooting, due to not being able to read the pump.